Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The insulation was visually inspected for cracks and none were seen. However, dents and scratches were observed on the insulation. The insulation was tested for cracks/damages using an insulation scan test and the unit passed. The probable root cause for the dents and scratches to the insulation are likely due to contact with metal tray during sterilization. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.